Event description:
Procedure type: inguinal hernia repair. According to the reporter: while introducing an instrument through the trocar, orange shaving fell off the trocar and into the pt's cavity. All shavings were removed from the cavity. Minimal delay in or time. No bleeding or pt injury reported. No pt injury was reported.

Manufacturer narrative:
(B) (4)